Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-26-us, serial/lot #: (B)(4), ubd: 03-sep-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis could be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following complete deployment of the valve, the nosecone of the delivery catheter system (dcs) hit the inflow of the valve causing it to dislodge into the sinotubular junction. A second, non-medtronic valve was implanted. No additional adverse patient effects were reported.